Event description:
Lead was removed and replaced after dislodgement due to the pt twiddling the ICD. Explanted leads were discarded. The lv lead and the ICD were re-used and not explanted. Also removed: linox sd 65/18, MDR 1028232-07-0031.